Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the serial number was not provided. The implant duration of the subject device was not provided, and remains unknown. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Based on the limited information received, edwards is unable to make a determination on the root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient with a 25mm bioprosthetic aortic valve, underwent transcatheter aortic valve replacement (tavr) due to aortic stenosis. The tavr was performed with a 9600tfx 26mm. Procedure outcome was successful.

Event description:
Postoperative echocardiogram showed very nicely seated valve with no perivalvular leak. Procedure outcome was successful. The patient was brought to the ICU in stable condition.